Event description:
A (B)(6) male patient called zoll customer support to report that the connector on his electrode belt was damaged. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector) was confirmed. Upon investigation the trunk cable connector was cracked and wires were exposed. The root cause of the damaged connector was excessive force. No adverse event resulted from the damaged cable connector. The patient was issued a replacement electrode belt.